Manufacturer narrative:
The pump was returned and no anomalies were found. The catheter was returned and analysis identified an area where the catheter had been abraded. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (0.7mg/ml at .1 mg/ml) via an implantable infusion pump. It was reported that the catheter was unable to be aspirated. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump and the catheter were replaced and would be returned for analysis. It was noted that the issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.